Manufacturer narrative:
The reported complaint of leakage was not confirmed on the returned set. An image was provided by the customer showing the involved device in a plastic bag. The drip chamber was able to be seen in the image provided by the customer. During visual inspection, the pvc tubing was received cut from the drip chamber. The drip chamber was not received for evaluation. The probable cause of the cut on the pvc tubing had occurred due to contact with sharp objects during use. When the returned set was primed and pressure leak tested, no leaks were observed on the returned set. The product had performed per the specifications. A device history review (DHR) could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
UDI related data quality updates only.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
It was reported that a transpac¿ IV monitoring kit, disposable transducer, 3ml squeeze flush device, macrodrip generated a leak. The reporter stated, ¿leakage was noted when the healthcare provider connected the transducer to the patient¿. The event was noted during infusion. The solution involved was normal saline. There were no other physical defects noted. The set was replaced, and therapy resumed. There was patient involvement but no patient harm. No further information is available for this complaint.